Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: during the use of the machine, there was an alarm that the ventilator end pipeline fell off. The nurse immediately informed the on duty doctor and called for repair. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: during the use of the machine, there was an alarm that the ventilator end pipeline fell off. The nurse immediately informed the on duty doctor and called for repair. No patient harm or consequences.